Event description:
Customer called to report a leak in the coulter lh750 hematology analyzer. Customer stated that the white blood cell (wbc) bath tubing popped off and was leaking. The volume that leaked was approximately 7 milliliters. The field service engineer (fse) found that the wbc bath vent line going through vl12c was cut, causing the wbc bath to not drain properly. The pressure that built up in that bath caused it to come loose and start leaking. The fse replaced the tubing and the wbc bath. The repairs were verified per established procedures. The root cause of the leak is that the tubing through vl12c was cut. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).